Event description:
It was reported that the anchor is broken when starting its introduction by the threaded system in a clockwise direction. The 2 holding flaps split (were broken) and tear the implant. The anchor is broken and remained secured in patient and fixation was achieved. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.